Event description:
It was reported that a large volume folfusor underinfused. The reporter stated that the product was used as intended, but did not adequately empty itself. There was 150ml of residual fluid that remained. The device was filled with cloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from october 5, 2021 - october 6, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed fluid inside the bladder which suggested an underinfusion problem may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.